Manufacturer narrative:
A medwatch report uf/I # 420018-2019-0026 was filed to report the pl brain bleed. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The heartmate 3 lvad patient presented to the emergency room (ER) (B)(6) 2019 with his mother with involuntary spastic movement of left upper extremity. He has had 2 of those episodes on (B)(6) 2019 and none previously. He reports numbness on the left side of his body that started over the weekend. Patient was admitted, neurology was consulted, and CT scan ordered. The CT scan of patient¿s head showed an intraparenchymal hemorrhage in the right frontal lobe and small right cavernous/paraclinoid internal carotid artery (ica) aneurysm. Patient¿s anticoagulation was reversed with frozen fresh plasma (ffp) and vitamin k, coumadin and aspirin placed on hold. Patient also placed on keppra given history of seizures. Planned to repeat CT scan on (B)(6) 2019 and discuss anticoagulation recommendations with neuro. Repeat CT was stable. Planned to resume coumadin in 2 weeks. Patient discharged home with physical therapy (pt) and occupational therapy (ot) services on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.